Event description:
It was reported by the customer that a pyxis medstation es system required calibration for the sensor in the ld-1 refrigerator. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the sensor issue. The field service engineer replaced the board, glycol probe, and pyxibus external cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.